Manufacturer narrative:
The transmitter associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue, and no non-conformance's were found. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 30.1°c. Internal thermal temperature while charging: 38.2°c. Outside thermal temperature while operating: 28.6°c. Internal thermal temperature while operating: 33.8°c. The outside thermal temperature while charging was 30.1°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in no problem found. No problem found rates remain acceptably low; thus, CAPA is not required. No problem found rates will continue to be tracked and trended.

Event description:
The patient reported their transmitter assembly was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly.